Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The supplies on the pump were changed. The customer had also reported an inaccurate fill estimate after the cartridge was loaded with 300 units of insulin. The customer's blood glucose level was 195 mg/dl. During troubleshooting with tandem customer technical support (cts), the customer reported to have changed the cartridge without going through the change cartridge feature on the pump. Cts assisted the customer with reloading the same cartridge. The customer declined follow-up to confirm that the fill estimate was accurate.